Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system referenced is filed under a separate medwatch MFR number. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the atrial septal defect and manual pressure applied to the access site post procedure. It was reported that the first mitraclip was positioned on the leaflets, but the gripper line did not pass the gripper line removability test. Troubleshooting was performed, but the gripper line would not move. The clip delivery system was removed and replaced. Two mitraclips were implanted reducing mitral regurgitation from 4 to 1. The right groin access site was oozing blood from the tissue tract post procedure. Manual pressure was applied to the access site and the oozing resolved. One day post procedure, a small atrial septal defect (asd), 8 mm size was noted on the echocardiogram. The asd was larger than expected, but the study site considered the asd to be small and non-serious. The patient did not have symptoms from the asd. No treatment was given. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no non-conformances related to the reported event. The reported patient effects of atrial septal defect and bleeding, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects appear to be related to procedural conditions, as the steerable guide catheter is inserted into the anatomy through the groin and crosses the septum to access the left atrium and there is no indication of a product quality issue with respect to manufacture, design or labeling.